Manufacturer narrative:
(B)(4).

Event description:
Procedure type: kidney transplant. According to the reporter: the pt was brought back to operating room on (B)(6) 2010, 10 days post-operatively. The wound was explored and broken internal suture was found. The suture was used w/internal retention technique, followed by a double closure. The abdomen was irrigated and 3 additional internal retention sutures and 1 running suture were placed. Another suture type and staples were used to close the wound without complication.